Event description:
A caller reported experiencing a cgm error code 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for performing a pump reset, and after following these steps, the caller successfully started their sensor session without encountering the error again.